Event description:
The temporary pacemaker was returned, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lcd was out of electrical specification. The keyboard pad was scratched and the battery contacts were compressed. The lead flex cover was contaminated and one side bail cover was broken. The lower case was out of specification.